Event description:
The customer reported being hospitalized due to high blood glucose. The caller stated that she was wearing the insulin pump at time of her admission, but her "health care professional was taken off" and currently she is on manual injections. Initially, the customer reported that her insulin pump alarmed motor error during a basal delivery. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement and self test, and they passed. Reviewed the alarm history and error was found. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.